Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced discomfort and swelling in the left arm since the implant. Additionally other symptoms like pain, edema and inflammation were mentioned. The patient has a medical history of mastectomy and lymph node removal on the left side and is not device dependent. Therefore, physicians decided to execute a complete system extraction on the left side to see if patient symptoms improved. No additional adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".